Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The following products were used in the surgery: product ID: 1475501030, 510k: k113174, UDI: (B)(4). Product ID: 9392513, 510k: k094025, UDI: (B)(4). Product ID: 54840006540, 510k: k091974, UDI: (B)(4). Product ID: 5440030, 510k: k102555, UDI: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's sibling that his/her sister has an allergy to nickel. 10 years ago she (the patient) broke her arm. She had to have a rod inserted with metal screws. Her arm became infected. Metal screws had to be removed and replaced with plastic screws. On (B)(6) 2019 she had spinal surgery (fusion spine posterior). She was hospitalized for over 3 months. Her incision got infected and she had numerous antibiotics. Today she is in very critical condition.